Event description:
Procedure type: lap cholecystectomy & cholangiogram. Reportedly, before closing, the doctor noticed a 2mm x 3mm blue object in the pt's abdomen. The blue object was removed and determined to be from the bluntport. No pt injury was reported.

Manufacturer narrative:
Add'l MFR narr.